Event description:
Caller reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's health. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reoccurred.